Manufacturer narrative:
H4: the device was manufactured from june 10, 2020 - june 11, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the photograph showed residual fluid contained inside the device bladder which suggested an underinfusion may have occurred. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. The expected therapy time was 46 hours; however, after two days, it was observed that the device was still almost full of medication suggesting that the patient had not received their expected dose. To resolve the issue, a new device was prepared with the expected dose, and no issues were noted. The device had been filled with 5-fluorouracil to a total fill volume of 115ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.